Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227258509). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline herniated into the aneurysm neck and encountered difficult removal. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the right segment of c7 with a max diameter of 12 mm and a 7 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was normal. The patient's past medical history includes cured breast cancer. Dual antiplatelet treatment was not administered. The angiographic result post procedure showed smooth blood flow. It was reported that the aneurysm neck is wide, and m1 and c7 are angled. When the mid-section was deployed, a small part of the stent herniated into the aneurysm neck. The operator intended to retrieve the stent, but could not retrieve back. After adjusting the catheter, the stent was unloaded. The front-end development guide wire and small wings were separated from the stent, and the stent and catheter could only be withdrawn completely. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline resolute dislodgement caused by retracement. In the end, the surgery was abandoned because the aneurysm was large and it would be very difficult to form a loop. The pipeline was resolute dislodgement, so abandoned, and dealt with later. There was no obvious damage observed to the marksman catheter.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. Visual inspection/damage location details: the distal, middle, and proximal of the braid were found fully opened and no damage. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the braid was returned without the pushwire and catheter. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported an additional surgery was scheduled in the future and not completed at the time of the event.